Event description:
During preventative maintenance of the device, the rep reported the heart lung console would not operate on battery power. The service rep discovered an intermittent connection in the battery cable assembly. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Investigation in progress, but not yet concluded.